Event description:
Complainant alleged that while the staff of the ER was attempting to monitor an 82 yr old male pt suffering from an acute myocardial infarction, the monitor display went blank. The staff then turned the device off and then on again, and the display came back. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.